Event description:
International affiliate reports that during pumping of cement, pressure was lost from the confidence kit¿s hydraulic pump and water started leaking from the pump body which houses the water. Reports there were no adverse consequences and no resulting delay.

Manufacturer narrative:
Additional information: examination of the returned confidence kit found the pump and cement reservoir with the dried cement were pressurized. The safety valve on the pump engaged and no water leakage could be observed. The reported leakage could not be replicated. During the evaluation of the pump, the threaded portion of the pump was being removed and a piece cracked and fell off. This does not cause any issues with the functionality of the device. Review of the device history record found the production lot met specification requirements. A 12 month complaint trend analysis for the product family found no emerging trends. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.